Event description:
A us distributor contacted zoll to report that the patient developed a broken skin irritation from the ucor hfams patch. The patient described the area as a broken, burning, and red skin irritation with a sharp pain. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the skin irritation is unknown.